Manufacturer narrative:
(B)(4): physio-control evaluated the device. It was observed that the charge-pak and attention icons were displayed. At first power on, the device remained powered on for approx fifteen (15) seconds, and then it powered off. The internal hlc batteries were measured, and bt2 measured 0 volts. The current was measured as normal. The downloaded date from the device indicated that the hlc's had depleted to less than 5 volts. It is unk why the bt2 hlc did not recover or why the voltage dropped so low. The cause of the reported failure could not be determined.

Event description:
It was reported by a third party that the customer's device had an illuminated charge-pak icon even though they had replaced the charge-pack sixteen (16) days prior. The charge-pak had a lot code of 0851 and an expiration date of (B)(6) 2010. Physio-control issued a warranty replacement charge-pak for the customer. The third party called back indicating, they had replaced the charge-pak, however, the device was now displaying the attention icon. This time physio-control issued a warranty replacement device for the customer. The customer received a new device and returned their faulty one for eval by phsyio-control's failure analysis center. There was no pt use associated with the reported failure.